Manufacturer narrative:
Other applicable components are: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from manufacturer representative regarding a patient who was receiving 2000 mcg/ml lioresal at a dose of 375 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a pump revision occurred due to elective replacement indicator (eri). The catheter was clipped while accessing the pocket during pump replacement. The catheter length programming and confirmation of the catheter length calculation was discussed. The catheter was revised and the issue was resolved. The patient was still under anesthesia and no symptoms were reported. The representative witnessed the event occur while attending the replacement surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.